Manufacturer narrative:
(B)(4).

Event description:
A surgeon reported the system was not aspirating during gas and fluid exchange. The initial setup was that the soft tip cannula connected to primary extrusion line (vit mode). This was reported not working on gfx procedure despite of the functional vit probe when attached (same vacuum levels). The second setup was that the soft tip cannula on secondary extrusion line (extrusion mode). It was reported that this setup works when aspirating fluid from an external source, but doesn't work when soft tip cannula is inside the eye (same presets). Vacuum level was tested up to 250mmhg. Air infusion was confirmed to work during both setups. Tested up to 60mmhg during the event. There was no impact to the patient.

Manufacturer narrative:
Additional information: the system was examined and the reported event was replicated. The company representative noted fluid ingress on the module and it as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system manufactured on september 28, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to fluid ingress of the lpa manifold module. However, how or when the fluid came in contact with the module cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).